Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. However, corroded battery tube noted during visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test. Customer's blood glucose was unknown. During troubleshooting, it was found that battery compartment and spring was corroded. Customer was advised that insulin pump would need to be replaced.